Manufacturer narrative:
Motor error alarm during basic occlusion test due to moisture damage force sensor resistor (g). Motor passed motor test. No unexpected compromised force sensor system alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received compromised force sensor system on insulin pump. The customer¿s blood glucose level was 156.6 mg/dl. It was reported that, pump was dropped in the past and also had water in pump. The customer was advised to use pen in meantime. The insulin pump will not be returned for analysis.